Event description:
Information received by medtronic indicated that the customer received a error in the motor was detected by reading unexpected value from hall sensor and keypad anomaly. It was reported that the customer was at the pool when the issue occurred. Troubleshooting was performed, explained the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump was received with pump error 38 alarm during rewinding. Unable to perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 38 alarm. All buttons function properly. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (4) pump error 43 alarms on (B)(6) 2022 at 1:57:54, 6:23:34, 8:10:54 and 8:22:22. No stuck key alarm found in the history files or traces. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. Pump was cut open to perform visual inspection and found corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. Pump error 43 alarm was unknown due to pump error 38 alarm. Pump error 38 alarm due to corroded motor home switch. Keypad unresponsive/button error alarm was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.